Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead dislodged. The ra lead was repositioned and remains in use.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.